Event description:
Caller reported experiencing alarm 01. There was no adverse impact to the customer¿s blood glucose level. The caller was instructed to load a new cartridge, and they successfully resumed insulin delivery after following the provided instructions.